Event description:
My surgeon used the medtronic infuse on my back during surgery which has caused me significant pain & physical limitations. Required intervention to prevent permanent impairment or damage. On (B)(6) 2012, had additional surgery due to pinched nerves at l-3, l-4, and l-5 according to dr. (B)(6), surgeon.